Manufacturer narrative:
Conclusion: dissection and emboli are potential adverse events associated with types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital discarded of device.

Event description:
During treatment of an aneurysm using a pipline and a neuron max with a coil behind it, there was dissection to the ica and the patient died. The operators do not believe it was the fault of the neuron max as it could have happened with any catheter and it was a very difficult, complex case. It was also noted that delivery of the pipeline device was difficult and resulted in extra strain on the neuron max sheath than under normal circumstances. The patient also experienced spasm in the mca a week later then thombosed off. The patient was treated with the penumbra system to remove the clot, but a few days later, the vessel clotted off again and the patient died. The patient appeared to be resistant to plavix.